Event description:
Two catheter leaked. First pt's catheter noticed a leak during insertion. The catheter was successfully removed (pulled out). Pt was in stable condition. Second pt's catheter noticed a leak before insertion (during flushing procedure). There were no injury or medical intervention needed in both cases.